Event description:
Customer reported false negative urine hcg results on four patients when testing with consult diagnostics hcg cassette test. Four patients with negative urine hcg results were diagnosed pregnant by physician. The customer only provided information on one of the four patients, this female was (B)(6) and testing was performed on (B)(6) 2012. Patient did not have any health conditions such as renal dysfunction. No further patient information was provided.

Manufacturer narrative:
Lot number: hcg1070067. Expiration date: 05/2013. Control lot: 20miu/ml hcg urine lot: hcg110216-01, 100mih/ml hcg urine lot: hcg110307-01, 241.0iu/ml hcg urine lot: hcg111020-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5) the 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5) the 241.0iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5) conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain products. Results met qc specification. No false negative was observed. Manufacturing batch record review did not observe failure. Unable to identify the root cause without patient specimen analysis in-house. This issue will be tracked and trended. No product deficiency established; no corrective action required at this time.